Manufacturer narrative:
Contralateral revision will be reported in an independant MDR. It was reported that he explants have been kept by the facility and cannot be returned.

Event description:
It was reported that a revision surgery was performed with exchange of a tibial insert to a thicker dished one as the patient was unstable in the knee.

Manufacturer narrative:
Correction based on data review.

Manufacturer narrative:
(B)(4).